Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance was high and out-of-range. The impedance more than double from its baseline impedance level. Programming changes were made to increase the upper limit of the impedance range. The patient was stable and would be monitored.